Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2(age), a3, b5, b7 and h6(patient). No code available use for medical device removal.

Event description:
Pfs alleges loss of function, psychological and emotional injury. After review of medical records patient was revised to addressed left hip adverse local tissue reaction from metal on metal hip replacement with instability, soft tissue loss, pseudotumor formation. Operative notes indicated significant amount of posterior capsular and short external rotator tissue loss. Deep within the acetabulum, there was a large cyst and was debrided. Added age, height and weight of patient and medical history. Doi: (B)(6)2007 dor: (B)(6)2018 left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Litigation alleged elevated levels of cobalt and chromium in his blood, joint effusion, pain, muscle damage, injury, and muscle weakness. Update: in addition to previous allegations, ppf alleges pseudotumor, pulmonary embolism, dislocation with closed reduction, metal wear and metallosis. Added cup due to alleged pulmonary embolism. Doi: (B)(6) 2007; dor: not reported; left hip.